Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed one brief elevation in pump power; however, a specific cause for this finding could not be conclusively determined. A direct correlation between the log file findings, reported events (infection, blood in urine), and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from 21nov2019 at 11:21pm through 05dec2019 at 10:25am. One brief elevation in pump power was observed on 26nov2019 at 12:12pm. Power was captured at 9.5 w at this time. Excluding this event, power ranged from 5.6-7.4 w. Additionally, a no external power event was captured on 23nov2019 at 09:54am that appeared to be the result of both power cables being disconnected at the same time. The pump speed remained above the low speed limit for the duration of the file. No additional atypical alarms were captured. The hmii lvas IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of this document. The IFU outlines the recommended anticoagulation therapy and inr range. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information; infection from march 2019 was reported under MFR 2916596-2019-01458. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The elevated pump power cause was not identified, and the patient had no symptoms. The wound packing referred to a positive wound culture of substernal wound and was positive blood cultures both for mrsa (methicillin-resistant staphylococcus aureus). The first diagnosis with bacteremia with no wounds noted was in (B)(6) 2019 and the source of infection was also not identified. The patient was discharged home on (B)(6) 2020 with a PICC (peripherally inserted central catheter) line and intravenous antibiotics and also continued oral suppressive antibiotics.

Event description:
Additional information: patient's shortness of breath and rib pain was related to substernal abscess. Patient underwent wound packing. Hematocrit and hemoglobin was being monitored. Source of bleeding remained unidentified. Patient was discharged to home.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient experienced shortness of breath, rib pain and blood in urine. Additional information was requested but not yet provided.